Manufacturer narrative:
The field service rep did not determine a cause. He performed creatinine precision test and ran controls to verify analyzer operation. Precision and accuracy recovery both ok.

Event description:
Customer states they received many erroneous results for creatinine in 2009. A doctor questioned the high creatinine results. Customer reran the samples and states 48 pts needed to be corrected from that time period. She provided 41 pt examples, the following 36 pts were found to be discrepant when rerun one week later: pt 1, initial result 1.8, repeat 1.1 mg per dl. Pt 2, initial result 1.7, repeat 0.9 mg per dl. Pt 3, initial result 1.8, repeat 1.0 mg per dl. Pt 4, initial result 2.3, repeat 1.5 mg per dl. Pt 5, initial result 2.0, repeat 1.2 mg per dl. Pt 6, initial result 1.7, repeat 0.9 mg per dl. Pt 7, initial result 2.2, repeat 1.4 mg per dl. Pt 8, initial result 1.9, repeat 0.9 mg per dl. Pt 9, initial result 1.4, repeat 0.5 mg per dl. Pt 10, initial result 1.8, repeat 1.1 mg per dl. Pt 11, initial result 2.1, repeat 1.0 mg per dl. Pt 12, initial result 1.4, repeat 0.5 mg per dl. Pt 13, initial result 1.7, repeat 0.8 mg per dl. Pt 14, initial result 1.6, repeat 0.7 mg per dl. Pt 15, initial result 1.2, repeat 0.4 mg per dl. Pt 16, initial result 1.4, repeat 0.7 mg per dl. Pt 17, initial result 1.6, repeat 0.8 mg per dl. Pt 18, initial result 1.6, repeat 1.1 mg per dl. Pt 19, initial result 1.6, repeat 0.8 mg per dl. Pt 20, initial result 1.4, repeat 0.7 mg per dl. Pt 21, initial result 2.3, repeat 1.6 mg per dl. Pt 22, initial result 1.8, repeat 1.0 mg per dl. Pt 23, initial result 1.6, repeat 0.7 mg per dl. Pt 24, initial result 1.6, repeat 0.7 mg per dl. Pt 25, initial result 1.9, repeat 1.1 mg per dl. Pt 26, initial result 2.2, repeat 1.7 mg per dl. Pt 27, initial result 1.8, repeat 1.2 mg per dl. Pt 28, initial result 1.9, repeat 1.1 mg per dl. Pt 29, initial result 2.2, repeat 1.4 mg per dl. Pt 30, initial result 1.9, repeat 1.2 mg per dl. Pt 31, initial result 1.4, repeat 0.6 mg per dl. Pt 32, initial result 1.8, repeat 1.3 mg per dl. Pt 33, initial result 1.6, repeat 1.1 mg per dl. Pt 34, initial result 1.8, repeat 1.0 mg per dl. Pt 35, initial result 1.7, repeat 0.9 mg per dl. Pt 36, initial result 1.4, repeat 0.8 mg per dl. Customer states she does not think anything negative has happened to the pts involved, they only heard from the doctor the initial day.